Manufacturer narrative:
(B)(4). Specific actions for the reported failure "bent wire" and analyzed failure "peeled jaw" are being maintained and documented under maquet's failure investigation report (fir) system. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Traces of char and tissue were observed on the jaws. A visual inspection determined that the heater wire was flexed and bent away at the tip and center of the hot jaw, while remaining attached at the base. Silicon insulation on the cold jaw was observed to be peeled from the tip to the base of the jaw. The peeled silicon is still attached to the base of the cold jaw. A visual inspection also determined that the hemopro 2 device was observed to be bowed at the center of the shaft. Based on the returned condition of the device, the reported failure "bent wire is confirmed. In addition to the reported failure, the analyzed failures "peeled jaw" and "bent shaft" are confirmed. The certificate of conformance was reviewed for shaft flex. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 a loose copper wire was noticed at the tip of device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 a loose copper wire was noticed at the tip of device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.